Event description:
It was reported that the dr was burned through a hole in her glove when bovie was activated. The dr experienced a shock and no other consequences were ever reported. The device was returned to the MFR for investigation.